Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, the camera was tested, and no image was shown when connecting the device to the video processor due to the charged coupled device (ccd) sensor and also the both of the camera cables were found defective, the cable condition revealed a pinhole on its sheath, visual inspection of the coupler showed signs of corrosion, due to the malfunction of image functionality, the white balance couldn¿t be properly adjusted as usual, and for this reason an error message e311 was displayed on the monitor during testing. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the autoclavable camera head exhibited a black screen and did not have image. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the reporter confirming the reported issue occurred on aug 11, 2022. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the reporter, additional information based on the legal manufacturer's final investigation, and a device history record (DHR) review. Additional information was received from the reporter indicating, the reported issue occurred prior to a procedure, the intended procedure had to be rescheduled due to the event. A review of the DHR found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported issues regarding ¿no picture¿ and ¿cable pinhole¿ were reproduced and it was found that the images were not displayed due to cable failure or charged coupled device (ccd) failure. However, the root cause could not be identified. Olympus will continue to monitor the field performance of this device.